Event description:
Complainant alleged that during biomed testing the device powered up without display on battery power. The device powered up with display on ac power. Complainant indicated that there was no pt involvement in the reported malfunction.